Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the patient sustained two dislocations and had two closed reductions. At this time there is no report of a revision for the repeated dislocations. Doi: (B)(6) 2013 doe: (B)(6) 2013 and (B)(6) 2013 (left hip). Update ad 01 may 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets. Ppf alleges dislocation with closed reduction as was already reported previously. Added law firm. Doi: (B)(6) 2013 - dor: none reported (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation is a non-healthcare professional.

Event description:
Litigation alleges dislocation. Doi: (B)(6) 2013 - dor: none reported; (left hip).